Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the right ventricular lead exhibited no capture; dislodgement was suspected. The lead was explanted and replaced. The patient was in stable condition post-procedure.